Event description:
Customer reported after flushing PICC line with clear cap on end, disconnected flush from cap and liquid shot back from the cap at nurse. No patient or staff harm reported. There was no harm to the patient or staff and no medical intervention required. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report with failure investigation results will be submitted once the evaluation has been completed.